Event description:
It was reported by technical services that the pt's caregiver called to have the pt's cycler picked up because the pt had expired. During a follow-up call with the pt's peritoneal dialysis rn, she stated the pt had been having chest pain for several days. Subsequently, during treatment, the pt reportedly expired. The sample was discarded.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. Post market clinical dept is in the process of requesting pt medical records and treatment data information regarding the reported expiration during peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Please ref MDR #'s: 1713747-2013-99931 and 2937457-2013-00169.